Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It was reported to philips that during a transcatheter aortic valve implementation procedure the system stopped emitting x-ray. The patient was under anesthesia and an incision has been made. The tavi procedure was aborted and rescheduled. Philips has started an investigation.

Manufacturer narrative:
Philips investigated this complaint during the procedure the system stopped emitting x-ray due to an x-ray tube failure. Based on the analysis of the returned x-ray tube it has been concluded that the x-ray tube failure was caused by vacuum leakages on the ceramic of the cathode insulator. A philips field service engineer replaced the tube. The system has been returned to use in good working order. Philips has an ongoing investigation regarding the cause of the vacuum leakages submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.